Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp had continuous suction issues at pressure seven. It was reported the patient went into electrocardiogram pauses and asystole. Reportedly the patient was a do not resuscitate, narcan was administered resulting in return of spontaneous circulation. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.